Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent discectomy due to spinal stenosis. During the procedure, the flexible arm could not be fixed. The product came in contact with the patient. No patient complications were reported as a result of the event.

Manufacturer narrative:
Product analysis: the locking handle on the big joint of the flex arm is jammed. An attempted was made to loosen the stuck handle, but it could not be done with a reasonable amount of force. It feels like the screw the lever connects to has become cross threaded inside the joint not allowing it to move. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.